Event description:
Account reported they had to repeat 200 troponin t samples due to a suspected clot or mixer problem. Incorrect results were not reported to have caused a change in treatment. The field service rep found the measuring cell and sample tubing needed to be replaced and repaired the instrument by replacing these items.